Event description:
It was reported that a pump memory error had occurred as the catheter and pump data were invalid. The physician had refilled the pump but was not able to update the pump. The health care provider was using a programmer with an aag card. The physician was going to try another programmer with thought that this programmer may have a newer software card. It was reported that to date the representative had not updated the card in their programmers. Two other programmers had the aao and aak software. Additional information later noted the patient was not a baclofen patients as the health care provider does not work with that medication. The manufacturer representative brought in new application cards that day and the patient¿s information was updated with no further issues.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID ne u_unknown_cath, serial# unknown, product type: catheter; product ID 8870, product type: software; product ID 8870, product type: software; product ID 8580, product type: accessory. (B)(4).